Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: legal claim received. Update rec'd 7/30/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, and symptoms of a loose implant. Update rec'd 8/1/2014- pfs and medical records received. Part/lot was provided. After review of the medical records the primary operative note indicated that the patient had a poly insert implanted, not metal on metal. All parts are now being reported as they cannot be excluded as the cause of pain. The revision operative note wasn¿t included so it is unknown what implant was actually loose. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 8/28/2014. Update ad 21 may 2018: com-(B)(4) has been re-opened under pc-(B)(4) due to the receipt of ppf and sticker sheets. In addition to what was previously alleged, ppf alleges fracture of the component. However, it was not specified which implants were removed and fractured. Added unknown hip implant to code the implant fracture. Updated date of revision. Doi: (B)(6) 2010 - dor: (B)(6) 2010 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.